Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the patient was having a magnetic resonance imaging procedure (MRI). It was reported the MRI was not related to the patient's device or therapy. However, the hcp stated the patient told them their pump had not worked for 10.5 years (since 2008). No symptoms were reported. The hcp had no further information. No further complications were reported or anticipated.